Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose (bg) was ¿high¿ on the continuous glucose monitor with trace ketones. Elevated bg was addressed by manual insulin injections. On (B)(6) 2021 the customer was admitted to the emergency room for the elevated bg. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and their was no permanent damage. Customer was released on (B)(6) 2021.